Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately nine months after device was replaced. The cause of death has been requested and not received.

Event description:
Asku

Manufacturer narrative:
Additional information received indicated the cause of death was congestive heart failure and manner of death: natural. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed which revealed normal battery depletion.

Manufacturer narrative:
Additional information received indicated the cause of death was congestive heart failure and manner of death: natural. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed which revealed normal battery depletion. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that several conductors were stretched, there was a defibrillation conductor fracture (overstress), a proximal conductor fracture (overstress), the outer insulation was torn and had cosmetic depression, the lead was stretched, there was apparent explant damage and the superior vena cava pin plug was pulled out from the connector leg. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were stretched, all insulation's torn, the outer insulation was breached cut and had a white substance, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the lead was stretched and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.